Manufacturer narrative:
The event device returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: unknown detailed description of event: rep was not present in the case when cb030 blades were complained to not be sharp enough to cut during use in procedure. The case was completed with a new pair of scissors. There was no patient injury. Product is available for return. Patient status: there was no patient injury. Type of intervention: the case was completed with a new pair of scissors.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: unknown. Detailed description of event: rep was not present in the case when cb030 blades were complained to not be sharp enough to cut during use in procedure. The case was completed with a new pair of scissors. There was no patient injury. Product is available for return. Patient status: there was no patient injury. Type of intervention: the case was completed with a new pair of scissors.